Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented asymptomatic, the right ventricular lead exhibited loss of capture, automatic mode switch episodes were noted. No additional information was available.